Event description:
It was reported that the customer received low predict alerts, low blood glucose and threshold suspend. The cusotmer's blood glucose was 57 mg/dl. The customer treated with glucose tablets and juice. Troubleshooting was declined. No further information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).